Event description:
Customer reported that the cartridge was not fitting properly on the pump, despite there being no confirmed damage to the pump or housing. The cartridge had a missing o-ring. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in inspecting and cleaning the pump and attempted to load a new cartridge, but it was unsuccessful. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, the customer was guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label.